Event description:
The account stated the pt positioning monitor (ppm) will set, but will not alarm. The pt was able to leave the bed and the alarm did not sound. No injuries.

Manufacturer narrative:
Technical support instructed the account to zero the scale with no one in the bed. She did so and the scale zeroed properly (showing 0.0 on the display). Technical support instructed the account to have someone get in the bed and they confirmed that the scale is weighing correctly. The account armed the out of bed mode and the person got out of the bed and the ppm alarmed to confirm that the bed is working properly. Problem is related to user error.